Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated that since starting on the pump they have experienced elevated blood glucose (bg) levels of over 300 mg/dl and reported using more insulin than usual. The customer delivered boluses with the pump to address elevated levels. At the time of the call, the customer's bg level was 167 mg/dl. A system check performed with tandem technical support indicated that the pump was operating as expected.